Manufacturer narrative:
H6: investigation summary : no product or photo was returned by the customer. The customer complaint of leakage occurring the filter could not be verified due to the product not being returned for failure investigation. Device history record review for model mz9270 lot number 23029243 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd maxzero¿ multi-fuse extension set with needleless connector leakage occurred after the filter. The following information was provided by the initial reporter: leaking after filter.